Event description:
Consumer reports getting very different results with their bd logic vs. A competitive meter. They tested and got a result of 84 and compared to their logic which gave consumer a reading of 204. Analysis run on clark error grid using competitive reading (84) as ref. Point vs. Bd reading of 204 yielded data points in the c range of the grid, outside of acceptable limits.